Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the probable cause as a defective drain valve. The fse replaced the drain valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for total bilirubin (tbil), direct bilirubin (dbil), c-reactive protein (crp), and alanine aminotransferase (alt), with a ¿g¿ flag, on their au680 clinical chemistry analyzer. The analyzer also displayed multiple errors, including photocal data errors, cuvette mean check errors, and photometry errors. Additionally, the mid-standard and buffer solutions were indicated as empty without generating the expected warnings. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.